Event description:
The customer received a blood glucose reading of 200mg/dl on the contour next , re-tested on a different meter and the reading was 80mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided and they were not expected to be returned for evaluation. Replacement meter and test strips were sent to the customer.